Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door did not open due to harness cable in wrong port. A field service engineer reseated harness cable to correct port to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis ciisafe system door did not open, preventing user from removing the required medications fentanyl and causing delays. The customer stated that the users were able to retrieve the medications from the other station. There were no adverse events or injuries reported based on this event.